Event description:
The hologic biopsy probe, eviva standard 9g did not function when we had the patient in position prone on the table ready for biopsy. We had to delay the start of the biopsy while we exchanged the defective probe for one that worked properly. This extended the length of time the patient was prone and compression.